Event description:
The customer had trouble getting their cup out when they tested their new cup for the first time. The customer had not used a cup before and could not remove the cup, and needed medical professionals help from the hospital. The customer was given a free menstrual cup from their school and stated they could not select the correct size based on instructions on the box. We are not sure if the customer had read the use instructions before use and during the event's occurrence before heading to a medical professional to get their cup removed. After their initial feedback complaint, we did not reach the customer about additional details.